Event description:
Preludesync-ez radial compression band applied to radial arterial puncture site for hemostasis. Upon inflation with air per protocol, a leak was identified in the device resulting in loss of pressure and deflation of the compression band. Unable to maintain pressure or hemostasis with band.